Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had to press the act button and light button really hard for it to work. Customer¿s blood glucose was unknown at the time of incident. Customer also states that insulin pump grinds when rewinding also slower when rewinding and act button can get stuck and has caused an error in therapy. The device will not be returned for analysis.